Event description:
Information was received from manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins) for spinal pain. It was reported that there was lead migration. Patient states that they have been doing excessive bending, his back is not very straight, he bends even to walk. Impedance normal, connectivity normal. New x-rays today confirm half a vertebral body lead migration. Reprogram system to appropriate landmarks. Issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-oct-2025, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-oct-2025, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins) for spinal pain. It was reported that there was lead migration. Patient states that they have been doing excessive bending, his back is not very straight, he bends even to walk. Impedance normal, connectivity normal. New x-rays today confirm half a vertebral body lead migration. Reprogram system to appropriate landmarks. Issue was resolved. No patient symptoms were reported.